Manufacturer narrative:
The insulin pump was received with scratches on the display window and cracked battery tube threads. The insulin pump passed the displacement, basic occlusion, occlusion, priming, excessive no delivery and motor tests. There was no motor error alarm and no damage found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 408 mg/dl. Customer treated their high blood glucose via bolus delivery. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error multiple times in a 30 day period. Customer performed the self-test and passed. Customer advised the motor error alarm occurred during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.